Manufacturer narrative:
The repair was completed by an OEM vendor. No ge service and no repair information available. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in weak suction. There was no patient involvement.